Event description:
A nurse reported that during surgery, the handpiece became hot which resulted in a corneal burn. The nucleus turned white at one spot and went milky white during sculpt phase. After the event occurred, aspiration and irrigation worked well. The nurse reported that there was no speed in the handpiece. Add'l info was rec'd from the nurse who reported that the pt underwent surgery again on (B)(6) 2014 due to leakage in the main incision. It was added extra viscoelastic to keep the anterior chamber stable and sutures at main incision applied. On (B)(6) 2014, there was still a bit edema in the cornea and the pt wore bandage contact lens. The iop was normal. The rptr didn't expect add'l problems and the pt was expected to keep good visual acuity. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).